Manufacturer narrative:
The technician found that the casters were worn due to age. He replaced the four casters and the brake functioned properly.

Event description:
Information received indicates when the brake is engaged the casters would still swivel.